Event description:
Information received indicates the brake casters continue to ratchet when in brake.

Manufacturer narrative:
The technician found both head end brake casters were worn. He replaced the head end casters to repair the bed.